Event description:
During left knee arthroscopy the alligator grasper tip broke off in the knee. The broken piece was retrieved. This process increased surgery and anesthesia time to two hours total. No further complications; pt was discharged.